Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event/patient* (reference 1825034-2016-03573 / 03587). Device not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation claiming the revising surgeon noted metal debris and metallosis during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Patient operative reports indicate chronic periprosthetic infection as well as reaction to metal on metal prosthesis as reason for revision. Pain and an acetabular defect were noted. The patient underwent and irrigation and debridement procedure and the components were replaced with antibiotic cement spacers for the first of a two stage revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Medical products - biomet taperloc femoral stem catalog#: 103200 lot#: 884400.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation claiming the revising surgeon noted metal debris and metallosis during the procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Patient operative reports indicate chronic periprosthetic infection as well as reaction to metal on metal prosthesis as reason for revision. Pain and an acetabular defect were noted. The patient underwent and irrigation and debridement procedure and the components were replaced with antibiotic cement spacers for the first of a two stage revision procedure. The patient underwent a previous procedure to washout the joint.